Manufacturer narrative:
A tear was observed in the exposed portion of the cannula. It could not be determined how or when this damage occurred. No timeouts or drive stalls were seen in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 14 mmol/l (252 mg/dl) while wearing the pod on the arm longer than 48 hours. A manual insulin injection was administered to treat hyperglycemia.